Manufacturer narrative:
Please review attached for investigation results.

Event description:
Patient presented with right knee genicular neuralgia and right knee pain. The surgeon performed procedures: fluoroscopic guidance for needle replacement, right superomedial genicular branch of the saphenous nerve block, right superolateral genicular branch of the femoral nerve block, right inferomedial genicular branch of the saphenous nerve block, right medial genicular branch from the vastus intermedius nerve block.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.